Event description:
It was reported that during a percutaneous coronary intervention, stent damage occurred. The severely calcified target lesion was unknown. The physician attempted to advance the 3.0x38mm taxus liberte stent and the device would not cross the lesion. Upon removal it was noted that the distal end of the stent was lifted. The procedure was completed with a different device. No patient complications were reported and patient status is good.

Manufacturer narrative:
Device is a combination product device evaluated by manufacturer - device not returned therefore analysis of complaint device could not be performed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).